Manufacturer narrative:
H3/h6: the non-invasive patient tracker was returned for analysis. Analysis found that the returned tracker would not track when connected to a known good system and displayed red status only. Codes b01, c02, and d02 are applicable. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the instrument was not able to be used. A different product of the same type was used. There was no patient present. It was reported that the tracker was not recognized at all.